Manufacturer narrative:
The failure investigation has been completed and the cartridge alarm 9 was verified in the pump logs and occurred due to the user overfilling the cartridge. No failure was identified. Additionally, based on the analysis, the minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Then, the customer received multiple, minimum fill notifications after loading multiple cartridges with 160-400 units of insulin. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer obtained back up insulin therapy.